Event description:
It was reported that the customer had been hospitalized due to high glucose level and broken collar bone. The customer's blood glucose level was 500 mg/dl. The customer was admitted to medical center of (B)(6). The customer was treated with insulin drip. The customer was not wearing his insulin pump in the time of hospitalization and he was off the pump for 15 minutes. The customer wrecked his dirt bike and the insulin pump flew off him and he was put in the ambulance for a short period of time. The troubleshooting was performed and advised the customer to return the insulin pump and it will be replaced. No further assistance needed.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Trace history report was properly downloaded history download shows pump recorded customer pump activity properly from december 2013 to november 11 2014. Several boluses were program and delivered properly. Pump alarmed properly during testing. Boluses and alarms recorded properly in bolus history and alarm history. No history anomaly noted. Unit received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, and scratched around casing.